Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was due to "other comorbidities"; however, the cause remains unknown. The same day as the event onset, the patient went to the emergency room and was subsequently hospitalized. A day after the event onset, the patient was treated with cefazolin (2g, intraperitoneal, discontinued after 5 days) for peritonitis. Six days after the event onset, the patient was treated with vancomycin (500mg, every night at bedtime, intraperitoneal, discontinued after 2 days) for the event. Eight days after the event onset, pd therapy was discontinued, the patient was transferred to hemodialysis and began treatment with vancomycin (500mg, intravenous, discontinued after 4 days) for the event. Ten days after the event onset, the pd catheter was removed. At the time of this report, the patient was discharged from the hospital 12 days after hospital admission; however, the patient outcome was unknown. It was reported that the patient was having recurrent infections (further described as two earlier episodes of peritonitis); however, no further details were reported. No additional information is available.